Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2020 where the ipg was repositioned which resolved the issue.